Event description:
The customer states that one patient generated a falsely decreased sodium assay result of 114 mmol/l on the architect c8000 analyzer. The sample retested at 139 mmol/l. The customer could not provide any patient information but noted that the issue seems to occur with one particular cuvette (#39). The customer uses a normal reference range of 136-145 mmol/l. No suspect results were reported from the lab with no patient impact. A service call was initiated.

Manufacturer narrative:
The customer stated that all discrepant results were associated with cuvette number 39, where retesting in any other cuvette generated expected results. The customer manually cleaned cuvette 39 to resolve the issue. Subsequent instrument operation was acceptable. The lot number of the cuvette is unknown. A search of the service history for this instrument was performed and found no other complaints related to the issue under evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer concern. Based upon the data available and the results of this evaluation, no product malfunction was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).